Event description:
It was reported that a homechoice (hc) device was initiated for therapy before priming. The care giver (cg) stated that they pressed go to start therapy before priming and the home patient (hp) was already connected to the hc. The technical service representative (tsr) had the cg close the catheter and clamps and disconnect the hp using aseptic technique. The tsr informed the cg that they must not connect the patient until the cycler has completed self-testing and primed. The tsr assisted the cg with cycling the power on the device and advised to remove the old therapy supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the disposable set was not returned and the lot number was unknown, a device analysis could not be completed. However, not priming before connecting for therapy was reported. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.